Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, pinhole on the device channel was found. The phenomenon was more likely to be caused by user¿s handling. Black liquid was surmised to be materials, enclosed in the tube to protect the channel, mixed with water emerging from the distal end. Materials for protection was mixed with water due to pin holes made in the channel, the liquid drained into the pin hole, which was relatively large, and mixed with materials outside of the channel re-entered then emerged from the distal end. The root cause of the pin holes was unable to be identified, probable cause could be attributed to handling of the device , age deterioration, surmised from the circumstances of the phenomenon occurred and the year of manufacture. As stated on the IFU (instruction for use) the user manual states: chapter 7 cleaning, disinfection, and sterilization procedures during leakage testing, a continuous series of bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water and contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could not confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that a black liquid was exited out from the distal end of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.